Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. H9. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
Additional information provided via the legal department - revision operative report of 7 apr 2023- postop diagnosis: painful orthopedic implant, right total hip arthroplasty failed r tha, recalled liner, polywear. Patient revised to exactech devices. Procedure: -the anterior hip capsule was excised in an h fashion; it was thickened and could possibly cause impingement sand dislocation; it was excised. -thickened reactive synovitis was present throughout the joint and was excised and sent for culture. -the femoral neck and head were evaluated and demonstrated some osteolysis around the proximal aspect of the femoral component, however, the femoral component was not loose on testing. The 32mm femoral head component was removed, the femoral component moved posteriorly. -after removal of the liner, it was noted to have central wear. The remaining acetabular component did not show evidence of damage and the component was not loose. Device trails were conducted; new devices were then implanted. Patient was awakened and taken to the recovery room in stable condition, no complications. Patient to have postop visit in 2 weeks. Hospital care: admitted 7 apr 2023/discharged 8 apr 2023. Femoral head and liner returned to patient.

Manufacturer narrative:
Pending investigation. These devices are used for treatment not diagnosis. No other information is available. Correction: f10 will be blank; this is a manufacturer's report

Event description:
As reported, the surgeon reached out regarding an upcoming tha revision to discuss available options due to rapid poly wear. The representative contacted the surgeon who told the rep he would let him know if a revision posted, but at this time there is no plan to revise.

Manufacturer narrative:
Pending investigation. Concomitant medical products : 2388329 122-65-25 - 6.5mm acetabular bone screw 25mm, 2316535 122-65-30 - 6.5mm acetabular bone screw 30mm, 2461745 132-32-52 - nv gxl lnr, lipped 32mm ID group 2 cups, 1980941 148-32-93 - 12/14 zirconia head 32mm -3.5mm neck, 2440609 164-03-13 - element-stem, collared w/ha, std offset, sz 13, 2441493 180-01-52 - nv crown cup clstr hole 52mm group 2, 127093 620-00-02 - platelet rich plasma kit with spray tips, a0207191213 620-11-02 - accelerate conc. Sys rep by 620-12-02, 126651 sa-3615 - cannula style app tip. Correction/removal number : z-1729-2022.